Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/17/2020. It was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2020-08380 is not reportable. Additional information was requested and the following was obtained: hypospadias surgery is a major challenge even for the experienced surgeon. Complications in literature ranges from 5 to 66%. This is related to the nature of the malformation and the vascularity of the tissues. It was not mentioned anywhere in the above referred article that any complication was related to the suture materials used. In response to your questions: does the author/surgeon believe that ethicon product (prolene suture and vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? No. Does the author/surgeon believe there was any deficiency with the ethicon product (prolene suture and vicryl suture) used in this procedure? No. Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. There was no need as it has nothing to do with the suture materials. Patient demographics? Not related. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the author/surgeon believe that ethicon product (prolene suture and vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the author/surgeon believe there was any deficiency with the ethicon product (prolene suture and vicryl suture) used in this procedure? Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? Citation: journal of pediatric urology (2018) 14, 424.e1e424.e9; doi: https://doi.org/10.1016/j.jpurol.2018.08.014. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: perineal hypospadias: back to the future chordee excision & distal urethroplasty the study discussed about perineal hypospadias: back to the future chordee excision and distal urethroplasty (cedu). Between january 2013 and december 2016, the cedu technique was performed in 63 patients with perineal hypospadias. A total of 59 patients (mean age=8 months, age range=6 months to 2 years) completed the study. During the procedure, a traction suture of 4/0 prolene (ethicon) was placed through the tip of the glans. Distal urethroplasty was performed using 6/0 vicryl (ethicon) around a 12-f catheter. The dartos tissue on both sides were mobilized and sutured over the urethroplasty as two protective layers 6/0 continuous polyglactin (vicryl). At meatoplasty and glanulopasty, a slit-like meatus slit-like meatus was created by approximating the two glanular wings in the midline, using a single stitch of 6/ 0 polyglactin (vicryl). Two additional 6/0 polyglactin (vicryl) stitches fix the neourethra to the inside of the glans at 3 and 9 o¿clock. The glanular wings were approximated using interrupted 6/0 polyglactin (vicryl) transverse mattress sutures. The remaining wound was closed using a continuous 6/0 polyglactin (vicryl) mattress stitch. At urine drainage, the glans penis was fixed to the anterior abdominal wall with one prolene 4/0 stay suture for 2-3 weeks. At perineal (proximal urethroplasty, the glans penis was fixed to the abdominal wall with 4/0 prolene suture for 2-3 weeks. Reported complications included glans dehiscence (n=3) in which the patients had meatoglanuloplasty performed successfully 6 months after the first operation; fistula (n=1) in which the fistula was closed after 6 months. A second intermediate layer was always used to protect the fistula closure; urethral diverticulum (n=1) in which the patient had often wet and the urine was smelly. Diverticulum was excised around a catheter size of 12f and covered with three protective layers, and a transurethral catheter was used for a week. In conclusion, the cedu technique diverts urine away from the site of urethroplasty for 3 months without a catheter. It reduces the hospital stay and patient discomfort. It produces satisfactory results and has become the standard technique in perineal hypospadias.